Event description:
Event originally reported under MDR# 1220246 2006 00094 involving part # ar-1670db. Information regarding the screws involved was later provided on july 2006. All products were returned on 7/20/06. Customer reports the driver is damaging screws. When the surgeon started to put the screw in, it lodged on the driver and would not anchor tendon in the hole. The driver and screw were changed and surgery was completed. Surgery was delayed over thirty minutes, but no adverse consequences were reported with the patient as a result of event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Two implants were returned and both are severely damaged. The threads are flat and the hexes are not intact at the proximal end (nicks, scratches). When tested with the driver, the implants would not fit easily on the driver. Dimensionally, the hexes were found undersized, however, the damage observed may have affected its dimensions. No problems were noted with the driver. No other complaints of this type have been reported for this lot number and there is no more of this lot in stock. The exact cause of this event could not be determined.